Event description:
The following information was received from global pharmacovigilance (gpv) and is a solicited report by a baxter employed nurse from (B)(6) of liquid bacterial peritonitis with in an patient coincident with extraneal viaflex and physioneal, unspecified product therapies. In 2011, the patient experienced a liquid leak through the orifice of administration. Subsequent to the liquid leak, the patient's dose of physioneal, unspecified product therapy was reduced to 1bag of physioneal, unspecified 2.27% and 1 bag of physioneal, unspecified 3.86% therapy. Extraneal viaflex therapy was maintained. On (B)(6) 2011, the patient experienced bacterial peritonitis manifested by cloudy effluent due to the liquid leak. The patient began remedial therapy with vancomycin (dose and frequency not reported, ip) and cefurioxime (dose and frequency not reported, intravenously). It was not reported whether the patient was hospitalized. The event of bacterial peritonitis with (B)(6) was ongoing and resolving. It was not reported whether the event of liquid leak through the orifice of administration resolved. Extraneal viaflex and physioneal, unspecified product therapies were ongoing. The nurse stated that the event of bacterial peritonitis with (B)(6) was not related to extraneal viaflex or physioneal, unspecified product therapy and did not provide a statement of causality for the event of liquid leak through the orifice of administration.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.